Event description:
It was reported that the device had malfunctioned during a surgery. She said that the handle has got really hot. When asked if the pt was burned, she said nothing had happened to the pt. The continued the case with another probe.

Manufacturer narrative:
The device has yet to be returned. A f/u report will be submitted if any new info is learned.